Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a sudden increase to high out of range shock impedance measurements. An invasive procedure was performed. The device and lead connection were confirmed to be secure. The cause of the high shock impedance was unable to be determined. This lead was surgically abandoned and the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.